Manufacturer narrative:
Analysis of the returned pump and catheter were completed as of this date. Analysis of the pump revealed a motor/feed thru anomaly, shorting across insulator. The catheter was checked for patency on receiving and was noted as ok. Inspection of the sutureless connector (sc) showed slice cut, white silicone boot was out of position and indent down in the cup of the sc connector. Analysis concluded that difficulty with sc connector led to explant. (B)(4)

Manufacturer narrative:
Following additional review the alarm passed the alarm function test.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the patient had a pre-op 5-2. Additional information later reported the surgery was scheduled tuesday (B)(6) 2014. Additional information later reported the implanting hcp used an 8540 catheter access port kit to check the patency of the catheter prior to replacement surgery and throughout the surgery to verify csf flow, catheter patent. The pump was replaced on (B)(6) 2014. When the surgeon attempted to remove old pump from the catheter, the internal ring of the sutureless connect came loose and would not allow disconnect. The hcp had to cut the connector and new 8596sc connector was added to the catheter with the additional catheter length and volume accounted for in new pump. The implanting hcp confirmed catheter patency twice via access port twice before closing the surgical pocket. The patient was at originally 220 mcg/day but placed on po baclofen when pump stopped working. The implanting hcp was not the pump manager, so after consulting with manager, agreed to restart pump at 100 mcg/day and continue on current dose po meds. The patient will be seen for follow up one week post op by implanting hcp. Additional information later reported the catheter connector inner ring separated from sutureless connector. The patient recovered without sequela.

Manufacturer narrative:
Additional analysis information: pump alarm anomaly undetermined cause the pump failed the alarm test with a db reading of 68.6 db. Minimum spec. Is 70.0 db. No top shield damage was observed and no cracks on the resonator were found. The alarm waveform pin test was then done with the following results. The peak to peak voltage was measured at 6.68v, and the battery voltage, during the test was measured at 2.89 vdc. The peak to peak voltage needs to be twice that of the battery voltage measured during the test, which it is.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n159615, implanted: (B)(6) 2009, product type accessory; product ID 8709, lot # l66512, implanted: (B)(6) 1999, product type catheter. (B)(4).

Event description:
A representative was notified a week prior to (B)(4) 2014 that the patient¿s pump had reset. At that time they thought it was related to electromagnetic interference (emi) and they decided to reprogram the pump. Since that time the pump started alarming again, and the patient had some increased spasticity. The logs were checked on the date of the report and showed that a low battery reset occurred. Safe state occurred. They stated there were multiple logs of this nature. The patient had been given oral baclofen to use. The medication infused was baclofen. The issue did not resolve, and the representative indicated that emi was not involved. A representative later reported the patient was on oral baclofen until surgery. They had a return of spasticity. A pre-operative appointment was scheduled for (B)(6) 2014 and surgery was to be set up soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.